Event description:
On (B)(6) 2012, the patient contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez-breathe atomizer. On sunday morning, the patient stated that he was using the atomizer with the asthmanefrin inhalation solution for a breathing treatment related to his asthma. As he inhaled the asthmanefrin, the patient felt something hit his throat. The patient almost inhaled the object, but he coughed it up. Upon inspection, the patient determined that a quarter-inch diameter washer broke away from the device. He now has concerns about using the product due to the fear of the washer being a choking hazard.